Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 9 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an elevated lactate dehydrogenase (ldh) level of approximately 1000 u/l and was admitted on (B)(6) 2016. The inr was 2.1, and the patient was started on IV anticoagulation. The patient was otherwise asymptomatic. Lvad readings were reported to be within the usual rages, with the exception of slight lvad power elevations reported by patient. These elevations were not seen on system controller interrogation. Ramp echocardiogram revealed that the left ventricle would not decompress. The patient remained on IV anticoagulation until ldh trended back down to 500 u/l¿s. The patient was then discharged with higher goal range for inr of 2.5-3.0 on (B)(6) 2016. In the weeks following this, the ldh went back up >1000. The patient was asymptomatic. CT angiogram was performed and the surgeons suspected thrombus in the pump, additionally there was discussion between the surgeons about the inflow cannula position shifting from the implant position. The patient's plasma free hemoglobin was 47 mg/dl and haptoglobin was approximately 10 mg/dl. Urine color appeared normal; however, urinalysis showed ¿large¿ result. The patient was readmitted on (B)(6) 2016 for and lvad exchange due to thrombus.

Manufacturer narrative:
The report of suspected thrombus was not confirmed. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation could not determine the cause of the reported flow issue or increase in the patient's lacatate dehydrogenase level. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.